Event description:
I had a monthly period and the day I started in (B)(6) 2024, I went to buy tampons as I normally do each month. I always buy tampax radiant tampons 28 pack of 16 regular tampons and 12 supers. I got to the end of the box and I noticed black or brown spots all over the plastic part, I am concerned that its mold, dye, lead or something that is not okay to have in my body. I would like to send it over to the FDA to have it checked out and tested. I contacted the tampax company and they asked me to send it to them, I received the packing in the mail to send it to them but I would like to take this further just in case its not okay for my body. Thank you, my email is (B)(6), my cell phone number is (B)(6). Any information on what my next step would be would be appreciated.